Event description:
After less than 24 hrs of iab therapy, a balloon leak was detected via blood in tubing. The iab was removed and replaced. No pt injury or further complications occurred. No further details were provided.